Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Facility phone number provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses said the arctic sun device was not heating. They sent in the case data, and it showed that the device was able to generate water as warm as 40c several times during the therapy. No alert 113s were generated. Several instances of the user's changing the target were evident and triggered controlled rewarm. They explained it was likely this was confusing to them. No evidence of a device malfunction was observed. The device would be returned to service.

Event description:
It was reported that the nurses said the arctic sun device was not heating. They sent in the case data, and it showed that the device was able to generate water as warm as 40c several times during the therapy. No alert 113s were generated. Several instances of the user's changing the target were evident and triggered controlled rewarm. They explained it was likely this was confusing to them. No evidence of a device malfunction was observed. The device would be returned to service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The device was not returned. It was reported that the arctic sun device was not heating the patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under baw28-000770-00 rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.